Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, when the physician attempted to advance an autotome through the biopsy cap down the duodenoscope, the sponge inside the biopsy cap was pushed down into the scope. The sponge became stuck, and consequently blocked the scope channel. The procedure was stopped and a technician was called out to come and remove the sponge from the scope's working channel. The procedure was not completed. The patient was sent home after the event, and the procedure was rescheduled. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.